Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 chemistry analyzer, and identified the failure mode as a defective reference electrode. The fse replaced the electrode to resolve the issue. (B)(4).

Event description:
A customer reported the generation of erroneously high sodium (na), potassium (k) with low chloride (cl) results on patient samples on their au680 chemistry analyzer. The customer repeated samples on the same analyzer with results considered correct. The erroneous results were not reported out of the laboratory. There was no reports of medical intervention or change to patient treatment associated with this event.